Manufacturer narrative:
Pump alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm . (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and rewound the pump successfully. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.